Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5105169/20527932/5040377.

Event description:
It was reported that the patient's ipg was not charging and patient's pain was no longer neuropathic. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will not be returned.